Event description:
It was reported that a cadd-solis vip pump kit alarmed with system fault 41,541. (B)(4) was received regarding the event. There was no reported patient involvement or patient harm.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a faulty lock sensor. The faulty lock sensor was replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.